Manufacturer narrative:
The vu motherboard was found broken and replaced. After replacing the new one, device works properly.

Event description:
Hamilton medical ag received the following event description :the ventilator showed tf9907 during working on (B)(6) 2023, 11:16:50 .